Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient underwent a bilateral right knee revision due to infection (infection was reported by surgeon, unknown if clinically confirmed, microorganism not identified).